Event description:
This case was reported by a consumer and described the occurrence of parkinson's disease in a pt who used poligrip (super poligrip free denture adhesive cream) for loose dentures. A physician or other health care professional has not verified this report. Concurrent medications included polident dentuare creme toothplaste. In 2004 the pt started using poligrip (dental). In the following month the pt was diagnosed with parkinson's case. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. The event is unresolved. The lot number for this product is available and quality test is pending.